Event description:
It was reported that an infusor lv5 leaked. This occurred during patient infusion of 5 fu and normal saline. The reporter stated that the patient found his clothes were damp. The patient went to the emergency department of the hospital to have the infusor removed; however, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.